Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2011 amd mesh was used. The patient experienced an intra abdominal perforation and bleeding from a serosa which occurred three to four days post op. While still in the hospital, the patient was returned to surgery and the mesh was removed on (B)(6) 2011. The patient currently has open fistulas and an open abdomen. The patient's condition is critical and remains in intensive care.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.